Event description:
It was reported that during a da vinci hysterectomy procedure the image appeared dark and grainy. Prior to contacting intuitive surgical technical support for assistance, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation was conducted by an intuitive surgical field service engineer (fse) who went onsite and evaluated the system. System verification testing was performed with no issues observed and the system was found to be performing to specification. The fse also evaluated the hospital's six endoscopes, three light guide cables, and two illuminators. No issues were detected with any of these items. As of april 26, 2012, there have been no reported recurrences of the issue at this hospital.